Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. When the service engineer evaluated the device, it would not power up on the battery. It did power up properly while on alternating current (ac). The device remained attached to ac power over night. When removed from ac after an overnight charge, the device showed a normal drop in battery power while under standard settings. The power pac and backup battery were replaced as a precaution.

Event description:
It was reported that during set up the ht70 ventilator screen went blank. Although requested, information regarding patient involvement was not provided.